Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed excessive no delivery alarms. Customer's blood glucose was 400 mg/dl at the time of incident. Troubleshooting found that the drive support cap is normal and the pump functions well. Customer was advised to monitor the pump and call back if the issue continues.

Manufacturer narrative:
The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube, a missing reservoir tube o-ring and a completely broken off reservoir tube lip. The reservoir tube lip was completely broken off and the test reservoir will not lock/click in place. The pump also had a cracked belt clip slot at the battery tube threads. The pump passed the idle current, run current, self test, off no power, unexpected restart, prime, excessive no delivery, displacement and rewind tests. No excessive no delivery alarms were noted. Unable to perform the basic occlusion or occlusion tests due to the completely broken off reservoir tube lip.